Event description:
As surgeon was using drill handle became very... Surgeon noted skin abrasion left upper corner of lip. Discontinued using drill.

Manufacturer narrative:
Investigation results: an investigation of this handpiece could not be completed because per the user facility policy, the device will not be returned to the MFR. The facility was contacted regarding this event and reported that the device was repaired by a third party. The reporter was unable to provide any add'l info.